Event description:
It was reported that the tip of the pituitary broke during the procedure. No patient complications were reported.

Manufacturer narrative:
(B) (4). The instrument was returned to the manufacturer for evaluation. Visual macroscopic exam shows that the dynamic jaw is broken completely off of the dynamic shaft consistent with use of excessive force. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.